Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure for an unknown medical condition. Sometimes later post placement procedure, the catheter was allegedly cracked. The patient subsequently underwent the device removal procedure on (B)(6) 2025. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a catheter placement procedure for an unknown medical condition. Sometimes, post a placement procedure, the catheter was allegedly cracked. The patient subsequently underwent the device removal procedure on (B)(6) 2025. There were no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one power port clear vue slim implantable port with an attached catheter in two segments were returned for sample evaluation. Gross, visual, microscopic visual, tactile and functional evaluations were performed. A complete compound break was noted on the distal end of the distal catheter segment. The edges of break on the distal were noted to be uneven and the surface was noted to be granular. Pinholes were noted on the center bottom area of the port body. Upon infusion, leaks from the bottom of the port body were noted. Therefore, the investigation is confirmed for the reported fracture, fluid leak and identified port material hole issue and material separation issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.